Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. Upon review, inappropriate automatic mode switch caused by right atrial lead noise oversensing was observed. No intervention was performed. The patient would continue to be monitored remotely. The patient was in stable condition.